Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostic anomaly. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of no corvue data being available was confirmed. The provided information was reviewed by abbott engineering, and it was determined that the corvue measurments cannot be completed due the diagnostic measurements being saturated. The corvue feature is still running and the feature is performing as intended.